Event description:
A physician reported a pt who was originally skin tested and treated by another physician (dates unknown) without event. In 1999, the pt was treated in the upper and lower vermilion borders. In 1999, the pt telephoned complaining that the lower lip was painful. Symptoms became progressively worse. The physician prescribed oral augmentin 500 mg. The pt continued to telephone stating lips were painful. Multiple requests were made to the pt to be seen in the office. The pt was advised per telephone (refused to come in for "multiple" reasons). In 1999, the pt informed the reporting physician of being seen by a primary care physician for blisters and pain (inside & outside) of her vermilion. The consulting physician advised the pt to contact treating physician. The treating physician believed the blisters were symptomatic of a possible oral viral herpes outbreak. The pt denied any history of herpes. The physician prescribed oral famvir which the pt delayed in filling/starting. In 1999, the physician received a call from the pt's daughter reporting that the pt's lower lip was worse; appeared black with drainage. The pt had been seen by an ent physician who had debrided the lower lip. The implanted collagen had been surgically excised from through an incision in the oral mucosa. Gentamicin was prescribed. (Identification of the ent physician examined the pt. Examination revealed an open wound to the lower lip with drainage. A topical antibiotic ointment was prescribed with follow-up advised in six days. In 1999, the pt was examined. The physician noted the lower vermilion was dry, demarcated, and the incision site was healing; negative for pustules, drainage or blisters. Advised pt to return in 4 days. On the day of the scheduled appt, the pt rescheduled for 2 days later. 2 days later, the pt cancelled. The physician phoned the pt who stated "lip was much better, still scab on lip, most of swelling had resolved". On 26 august 1999 the pt was examined. The physician noted the lower lip had healed, but was very tight and indurated without complete normal sensation. The physician diagnosed the symptoms as infection.